Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support educated the customer taking too much insulin can lead to severe hypoglycemia events.